Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported high purge pressure has been completed. The returned pump was purged without issue. The high purge pressure alarms did not reproduce, and no damage was observed that would have contributed to a high purge pressure alarm. The low purge pressure alarms reproduced at high speeds (greater than p-3). No leaks in the purge system were observed. Of note, no purge cassette was returned with the pump for analysis. The root cause of the low purge pressure was most likely due to low purge flow path resistance, as no leaks were found in the purge system and the pump was naturally purging at pressure on the lower end of the specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. The pump was explanted due to high purge pressure after 6 days of support. The patient was then placed on intra-aortic balloon pump (iabp) but, when the support was not sufficient, impella 5.0 pump was placed again. No patient harm was reported.